Event description:
It was reported that the external pulse generator had physical damage, that part of its casing was peeling away. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the upper and lower cases and the battery drawer were broken, that the battery release and the lead flex cover were contaminated, one bail cover, one case screw, one bail and one battery drawer o-ring were missing, one case screw was the wrong part, that the battery contacts were compressed, the ring was bent and the keyboard was scratched. (B)(4).